Event description:
The customer contacted stryker to report that their device was not switching on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. The device system board failed. The device cannot be repaired and the customer removed the device from the field.